Event description:
It was reported that the patient had difficulty charging due to the ipg being flipped over in the pocket site which was confirmed via x-ray. The patient underwent a revision procedure wherein the ipg was repositioned to the correct side. The patient was doing well postoperatively.